Manufacturer narrative:
H10: per the customer¿s response, reprocessing was conducted in accordance with IFU (instructions for use). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material at the nozzle could not be identified. The suggested event can be inspected and prevented by handling the device in accordance with the following sections of the instructions for use: - inspection method is described in the operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection. - prevention method is described in the reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found switch 1 does not work. Additionally, the operation part had play at the angle, the tip nozzle had poor water drainage, the tip objective lens had adhesion and peeling, the tip objective lens adhesive was cloudy, the tip part lighting lens adhesive was peeling, the tip of the lighting lens adhesive was cloudy, the tip cover was crushed (dented), the insertion part of the curved rubber adhesive was chipped, the curved rubber insertion part had cracks, the curved rubber insertion part¿s adhesive was cloudy and peeling off of the connector, the operation section switch 1 rubber was scratched, the connector section scope connector was damaged, the tip was flared, the tip objective lens was chipped, the final insertion section of the soft tube was scratched, the suction cylinder paint was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope¿s switch 1 was not responding. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.